Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Tool marks were noted on the device shield. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the impedance of the right ventricular (rv) lead had increased to high levels since implant. The lead was capped and replaced. It was also reported that the implantable pulse generator (ipg) sustained damage during the procedure while removing it from the pocket. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.